Event description:
Home pt (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the pt's homechoice machine during dwell 3/4 of the patient's automated peritoneal dialysis (apd) therapy. Reportedly, one of hp's supply bags fell and became disconnected from the supply line of the homechoice set. After noting this, hp reconnected the supply bag to the supply line of the homechoice set, and attempted to continue therapy. Tsc assisted hp in ending therapy early and advised hp to complete therapy manually. Per rn, no patient injury or medical intervention was associated with this incident.